Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they had  no therapeutic benefit since received implant. Patient said that if increases stimulation setting beyond 1.0 or 1.5 on any program feels severe pain in left hip and down left leg, so patient has to decrease the setting. Patient said that went to the bathroom 12 times yesterday. Patient is concerned why doesn't feel stimulation in the groin area only hip. Patient mentioned concern that the lead wire might have moved. When asked, no falls or trauma . Patient said that the nurse practitioner at hcp office is the one that performs the programming. Patient said that the last time he was in office, was programmed to cycling mode, which patient said hasn't helped and stimulation still hurts in hip only. Patient said that the trial worked great. The patient was redirected to their healthcare provider to further address the issue. Patient said that has an appointment next week.    No further complications were reported/anticipated at this time.

Manufacturer narrative:
Concomitant medical products: product ID 978b128, lot# va2d6nj, implanted:(B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.